Event description:
This is filed to report adverse patient events other than death. It was reported through the pmcf report, that the supera stent may be related to the adverse patient effects of death, revascularization, unplanned amputation / surgical intervention, and re-hospitalization. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. The additional patient effect of death reported in the pmcf is captured under a separate medwatch report. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision e."